Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette was damaged; further described as "the entrance of the patient line was bad" (not further specified). This was observed during set up of peritoneal dialysis therapy. The patient started over with new supplies to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.